Event description:
The air elimination filter of the alaris primary tubing failed and allowed chemotherapy to leak from the tubing.follow up information: chemo was noted leaking from the air eliminating filter. No other lots were checked. The manufacturer has received the devices and has sent them for testing.